Event description:
It was reported that a caller requested guidance on how to view the amount of insulin already delivered in the ilet and was advised to review the history tab on the algorithm step page; during the call, the patient¿s blood glucose increased from 150 mg/dl to 181 mg/dl, and the user was instructed to wait 90 minutes to assess for a downward trend. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user support and review of device use through on-call guidance. Investigation of this case revealed no device alarms or malfunctions and no identified device component failure, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.